Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the unit alarmed with an e80 error code, but no audible alarm sound. The customer replaced the cable connecting the alarm board to the main board and the error code was eliminated, but reappeared several days later. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Results of investigation: the vyaire medical failure analysis laboratory received the suspect device, a sipap ventilator, and evaluated the device. An evaluation of the device did not duplicate the reported issue. The unit meets manufacturer's specifications.